Manufacturer narrative:
On may 10, 2023, mentor received additional information regarding the impacted device. It was determined that the impacted device was a 300cc mentor memorygel breast implant with catalog number 3507300bc. The lot number has been updated to 5676893. Since the device manufacturing date is april 25, 2006, the device date of implant has been updated to (B)(6) 2006 as best estimate. On may 23, 2023, the mentor failure analysis lab has received the device for evaluation. On may 30, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and squamous cell carcinoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old female patient underwent a breast surgery with an unspecified gel breast prosthesis and experienced a rupture on the left side, which was discovered during surgery. Per additional information provided by the surgeon¿s office on (B)(6) 2023, the patient was also diagnosed with squamous cell carcinoma in 2023 (the location was not specified). The patient underwent explantation on (B)(6) 2023. Based on the information provided, this is classified as a ¿not confirmed¿ case of squamous cell carcinoma related to the breast capsule, since an initial report was made, but no pathology/cytology report was provided. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.